Event description:
Reporter alleged erratic readings on the blood glucose monitoring device when performing back to back testing and going to the hosp where was treated with insulin. Reporter stated the device read 50-500 mg/dl while performing back to back testing. Reporter indicated going to the hosp based on a reading of 118 mg/dl and was feeling disoriented and their device tested 300 mg/dl so was treated with insulin. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.